Manufacturer narrative:
The investigation for the console (aic) battery issues has been completed. Console logs did not contain any data relevant to this complaint. The aic was returned for evaluation and was tested. The reported charging issue was able to be reproduced. The reported damage on the power cord was confirmed after inspection. The copper wire on the inside of the ac power cord plug was detached. The root cause of the charging issue was confirmed to be the damaged power cord. Added h6 impact code 4629.

Event description:
The complainant reported the patient was on impella support when the automated impella controller (aic) power cord was damaged and the aic would not charge. The aic was replaced and support continued. No patient harm has been reported.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.